Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngkn1924. The third photo shows an enlarged image of the catheter balloon with asymmetrical inflation. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Visual inspection noted the balloon was inflated. Before beginning test, solution removed with syringe. The catheter was tested for "difficult to deflate." During testing, the catheter balloon inflated using returned straight tip syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon inflated with no difficulty. Allowed to rest with no leaks observed. Concentricity of catheter balloon is 71/29. Attempted to deflate the balloon passively and only 0 ml could be withdrawn. Using in-house luer lock syringe 10ml deflated within 01min18sec. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water did not return from the foley catheter during cuff test. Per notification from investigator on 04mar2026, it was reported that the balloon was noted to inflated asymmetrically, found during sample evaluation.

Event description:
It was reported that sterile distilled water did not return from the foley catheter during cuff test.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.